Event description:
A pt had their ears pierced at a retail vendor on 07/24/00. The day after one earring was embedded in their ear. Pt was taken to the doctor and he removed the earring and prescribed antibiotics.